Event description:
It was reported to philips that the system's flexvision screen was not getting power. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the dvi matrix switch 16x16 power supply which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The issue was identified during the device start-up in the morning, prior to any patient involvement. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision display was not visible on the screen. Analysis of the log file confirmed that there was a failure in video switch reconnection. During troubleshooting, the fse identified that the power supply for the dvi matrix switch was unable to supply power to the switch. The fse replaced the dvi matrix switch power supply. After replacement of the dvi matrix switch power supply, the system was returned to use in good working order. The defective part was returned for analysis and investigation indicated that the dvi matrix switch cable was broken. The codes were updated based on the investigation outcome.